Event description:
We hereby notify you of the following problem: as shown in the picture, the liquid ¿creeps¿ between the plunger and the syringe (lot 2406068). This is absolutely not desirable! Especially not when they draw cytotoxic drugs in here. Currently we have 3 boxes left of this lot number. Will you give us an appropriate solution to this problem? Internally, an incident report has already been made about it as well.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We hereby notify you of the following problem: as shown in the picture, the liquid ¿creeps¿ between the plunger and the syringe (lot: 2406068). This is absolutely not desirable! Especially not when they draw cytotoxic drugs in here. Currently we have 3 boxes left of this lot number. Will you give us an appropriate solution to this problem? Internally, an incident report has already been made about it as well. Did the leakage occur in a safety environment (laminar flow)? Yes. Was there any impact on the user? No. Was there any visible damage observed on the device? No.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, evidence of liquid is observed behind the stopper, verifying the reported incident. There was no damage or other defect identified to indicate why the leak occurred. A device history review was performed for reported lot: 2406068, no deviations or non-conformance's related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. No issues related to this incident were identified during manufacturing, all production and quality processes were carried out normally. Retained samples of the reported lot were used for additional evaluation. The products were inspected, no damage or other defects were observed, the stopper was properly assembled onto the plunger and no leakages occurred. Based on our investigation and without the physical sample to further inspect, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.